Manufacturer narrative:
Continuation of d10: product ID 977a260. Serial# (B)(6) implanted: (B)(6) 2017. Product type: lead. Product ID 977a260, serial# (B)(6). Implanted: (B)(6) 2017. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-sep-09, information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported since implant date (B)(6) 2022 they had 3 programs, but only 1 was working. Pt noted their ins would allow them to walk for 500 feet, but then they would have severe pain. Pt texted mdt rep. And notified them about the issue in september or october. Pt noted they had been reprogrammed twice, but their pain persisted. Pt noted their rep. Informed the pt they wanted the pt to wait 1 month in between programming, but the pt noted they couldn't wait a whole month in pain. Pt added they met with two other reps, but their issues weren't resolved. Pt noted when they met with the third rep. The internet was down at the facility so the rep. Couldn't update their tablet to program the pt. Pt noted their previous implant worked better and allowed them to walk some. Pt noted 7 leads were unable to be used and their group a and group c wouldn't work and if they entered those groups they would start to walk and would be in pain. Pt added if they used those 7 leads then they wouldn't be able to decrease the intensity if they increased the intensity too much. Pt noted their mdt rep. Wouldn't respond back to the pt's text messages. Pt noted they tried to adjust their intensity of group b, but they still were in pain. Patient services specialist (pss) helped the pt increase their group b: program 1 intensity from 5.0 to 5.4, but their intensity would be too much and make them uncomfortable so they would lower the intensity to 4.6 when going to bed. The issue was not resolved. Pss reviewed ins warranty with the pt and they noted they would consult with their lawyer. Pt noted they want the ins explanted if the ins wouldn't work. Pt added their new ins was faster charging time than the previous ins, but they would receive the same co verage. Pss suggested the pt ask their rep to speak to their supervisor, but the pt noted they would probably punch the rep in their face. The patient was redirected to their healthcare provider to further address the issue. On 022-nov-30, additional information was received from patient regarding their complaint. Patient reports the cause of their pain and they being unable to decrease stimulation was they were not able to get a rep to help them adjust their stimulator. All programs were not eliminating their pain. Patient adds, a rep was available to come help make the necessary adjustments, and their issues are not totally resolved. On 2022-12-16, additional information was received from the patient reporting that the implant hasn¿t worked since day one. Patient stated the ins is discharged over night and shutting off. Patient stated he charged the ins to 100% at 10pm and ins is empty at 6am in the morning. Patient stated the ins is not blocking the pain. Patient stated he is not able to increase the setting because he is getting message settings not available cannot provide your desire setting for 4-6 weeks. Patient stated he spoke with hcp two days ago and hcp said to contact the reps and he contacted mdt and reps said sounds like the previous issue and that was it. Patient stated he met with a rep last friday. Patient stated he wants to see a new mdt rep to help resolve the issue. Patient stated the mdt device is a piece of junk and he is been in pain since sept to christmas, he can't walk 50 feet without doubling down over or sick. Patient stated he is ready to get a lawyer. Ps reviewed ps role and reviewed ps is unable to clear settings not available message over the phone. Ps sent email message to reps. On 2023-jan-13, additional information was received from the manufacturer representative (rep) clarifying that the replacement was due to patient having to charge device 2-3 times a day due to their settings. Patient had dtm settings therefore charging frequency was expected and in line with the settings. But patient did not want to do that much charging, therefore a replacement was performed. Rep stated he does not know what 7 leads were unable to be used meant, but it likely means impedance issue. Another rep reported similar clarification, stating that they believed when the patient stated that they had 7 leads that they were unable to use, they were actually referring to 7 electrodes not being able to be used, as the patient did not have 7 leads. Patient has had impedance issues for a very long time. The rep became aware of the impedance issue at the ins replacement, but patient notes indicate the issue has been going on for quite a while. What rep knows is during programming, the impedances change; sometimes they are too high and sometimes they are low (exact values unknown). The patient gets programmed around those and everything works including therapy. When patient goes home and tries to adjust, he reports back there is issue where he cannot turn the settings up or down due to those imp edance issues. But when the reps check everything looks fine. Patient has worked with many reps therefore it is unknown who became aware of the impedance issue first and when. Rep had no further information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that patient (pt) called and was angry that they weren't having better relief. Rep reached out to the healthcare provider (hcp) to see if they had suggestions of next steps (more programming, revision, etc), before directing the pt. No direction has been given. Pt continues to get stim benefit but due to out of range electrode fluctuations continues to get out of range messages at some points or at certain intensity settings.

Event description:
It was reported that patient had pain. High impedance with 7 orange electrodes, all below 40,000 but some in 30,000 range; no red el ectrodes. Multiple reprogramming avoiding the orange electrodes but patient has not had relief yet. Possible orange out of range fluctuating electrodes

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jan-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they had no further information on this patient. They stated that hey didn¿t have the device and it would not be returned.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported poor reprogramming. They reset programming and only used certain leads. Patient stated not resolved, still goes out and takes 2 weeks for a rep to meet and adjust. In the meantime patient stated they were in pain and have had no relief for months.